Event description:
It was reported that following a diagnositc cardiac catheterization, a 6f angio-seal sts was deployed successfully with instant hemostasis achieved. Later that day, the pt developed a cold leg with symptoms of diminished circulation and was scheduled to have a femoral angiogram at another hospital the next day. The st. Jude medical representative was present during the angiogram which revealed an obstruction at the level where the angi0-seal was deployed. The physician stated a clot may have been the cause of the obstruction. Reportedly, the pt underwent surgery. The initial pre-deployment femoral angiogram was reviewed with the st. Jude medical representative and it was noted the required pre-deployment criteria of vessel size, absence of plaque, and the location of puncture in common femoral artery were met. The physician stated the pt had known allergies so they weren't on anti-coagulant therapy; therefore their medical condition was prone to thrombus formation. A search of the database revealed no certification documentation for this user.